Event description:
It was reported an issue with novosyn suture. The client reported that the the suture thread comes off the needle. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.